Event description:
During a routine 12 month post op plif follow-up, ap films reportedly revealed the rod detached from the screw medially on the left side of l5. The lateral film showed the setscrew flush to the top of the mas. Patient did suffer a mva at an unknown time prior to the x-rays taken. No revision surgery has been scheduled at this time. The patient is continually being monitored.

Manufacturer narrative:
Device has not been explanted or returned, so product evaluation is not possible. Unable to determine the cause of the event.